Event description:
It has been reported to philips that the device is failing self-test.

Manufacturer narrative:
Frx device, s/n (B)(6), was received in good condition without accessories. External visual inspection noted no anomalies. Device battery connectors were free from contamination and presented no abnormalities. Device record showed device failed a high voltage calibration test (¿hv_caltest_3a¿) with ¿error_chrg_rate_bad¿ during a monthly periodic self-test (mpst). The failure recurred later the same day during battery insertion tests (bits). Troubleshooting was conducted and resulted in the scr (silicon-controlled rectifier), q3 component, found to be shorted (the component measured both in-circuit and out of circuit 13.31 ohms and 1.22 ohms between anode-gate [a-g] and anode-cathode [a-k] respectively). A good component should measure in range of megohms in-circuit, almost open out of circuit between those terminals). The defective component was replaced. Device passed all attempted bits with no issues reported (see (B)(4)). Device also successfully delivered three consecutive shocks (149.4j, 149.5j, and 149.5j), all of which were in spec (spec is 150j ± 15%). Based on the information available, the cause of the reported problem was defective silicon-controlled rectifier, q3 component. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.